Manufacturer narrative:
(B)(4). Concomitant therapies: levofloxacin, tobramycin dexamethasone. The events of hemorrhage, hematoma, high intraocular pressure, and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. High intraocular pressure and bleb-related issues are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right (od) eye and experienced corneal incision edema and anterior chamber inflammation the day after implant. Both events were mild and no treatment was noted and events resolved a week later. About two months later, patient received fluorouracil subconjunctival injection and developed a visual acuity loss in the od, deemed not device related. The patient developed eye pain. Patient was ultimately admitted to the local hospital due to a "drug-induced keratoconjunctivitis of od, deemed not related to the device. Vacc of the od was noted as 0.1 and the intraocular pressure (iop) in the od was 19.3mmhg. It was also noted the "od was mildly hyperemic, the filtering bleb was raised, and the center of the cornea and the lower part of the cornea were spot shaped defects, the corneal stroma was edema, and the temporal iris was segmental atrophy." After being hospitalized, patient was treated with sodium hyaluronate eye drops, 0.02% fluorometholone eye drops, autologous serum eye drops for anti-inflammatory, infection prevention and corneal epithelial cell promotion. The next day, patient was given the medications of serum eye drops. Sodium hyaluronate eye drops, and levofloxacin eye drops. The doctor conducted tests a few days later noting the vasc of the od was 0.5-1 and iop of od was 18mmhg. The conjunctiva of the od was mildly hyperemic, the filtering bleb was raised, the corneal stroma was edema, and temporal iris showed segmented atrophy. The symptoms and signs of the subject's od improved significantly from before and the anti-inflammatory treatment of prednisolone acetate opthalmic suspension was added. Events ended roughly 10 days later. It was noted that these events were not related to xen®45 gts with the exception of segmental atrophy of the iris. Rather, these events are related secondarily to the use of 5fu. Roughly three months later, the patient was admitted to the hospital due to "floating black shadow in front of eyes" following a filtration bubble separation procedure in the right eye. Patient was admitted due to "vitreous hematocele of the right eye" iop of the right eye at this point was 25.2mmhg. Other adverse events noted included that the patient had conjunctival congestion of the od, a c-shaped gray and white opacity in the corneal limbus and opacity in the vitreous cavity, segmental atrophy in the temporal iris. After admission, subject was given levofloxacin drops ou, pralofen drops ou, yunnan baiyou capsules, and other anti- inflammatories and infection prevention treatment. Subject was informed to "stand in a high position" to promote the hematoceles and absorption and to rest and observe continuously. About a week and a half later, general anesthesia was provided and a "right eye vitrectomy + right ciliary body photocoagulation + right eye retinal laser photocoagulation" was carried out. It was discovered intraoperatively in the vitreous cavity a large number of hemorrhages. With after vitreous detachment, axial vitreous resection, glass body cavity injection of triamcinolone acetonide injection, after removal of the vitreous cortex and the surrounding vitreous,the visual nipple boundary was clear and pale, c/d was about 0.8, retinal flatness was seen in the posterior pole, a round fresh bleeding spot of about 2/3pd size was seen in the peripheral retina above the temporal, and a choroidal lacerated lesion of about 3pd size was seen in the peripheral retina at 11 o 'clock. The retinal attachment was complete, accompanied by sclera whitening and peripheral vitreous traction. The peripheral vitreous was carefully removed, and the contact was pulled. The retinal area was photocoagulated by laser in parallel, and the laceration was sealed. The ciliary body was photocoagulated by laser at 2:00-6:00-9:00 (laser energy 360, points 306). A 0.05m1 triamcinolone acetonide needle was injected into the vitreous cavity, the sleeve was pulled out and the incision was closed with 8-0 suture. The operation was smooth. After 2 hours in the supine position, the head elevation was changed, and levofloxacin eye drops, sodium hyaluronate eye drops and other anti-inflammatory and infection prevention treatments were given. Subject was discharged about a week later with an iop in the right eye of 17.2mmhg. There was noted slight congestion and edema in the right eye as well as segmental atrophy in the temporal iris. The patient's condition was noted as stable, the iop was stable and vision was restored. Events are resolved.